Manufacturer narrative:
Date of event: as reported, this incident occurred between (B)(6) 2018. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking between the hub and lumen. The device was removed and replaced with a like device. To date, additional information regarding the patient and event have not been made available. As reported, the patient did not experience any adverse effects.

Manufacturer narrative:
Additional information indicated the previous lot number was unknown, therefore lot number, UDI number, expiration date and manufacturer date are also unknown. Other blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Proper procedures are in place in order to identify/prevent this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
To date, additional information regarding the patient and event have not been made available.